Event description:
Pt's mother reported that the top part of the ms3 pump where the cap broke and now the pump doesn't work (sn (B)(4)). Pt was able to backup pump, so no interruption in therapy or clinical adverse event occurred, replacement pump to be shipped on (B)(6) 2016. Dose or amount: 80nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to present. Diagnosis or reason for use: pah.